Manufacturer narrative:
The device currently remains implanted and in service. Should further information be received, this report will be updated.

Event description:
It was reported during a routine follow-up, the device was showing accelerated battery depletion. On (B)(6) 2018 the battery showed 6 years. On (B)(6) 2019 it showed 3.5 years, and then on (B)(6) 2019 it showed 2.5 years and 191% power consumption. The patient has been scheduled for a device explant and replacement. No adverse effects were reported.